Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was described as a 5 ml clear leak contained inside the instrument. The customer was wearing gloves, goggles, and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the aspiration probe partially clogged allowing pressure to build up in the aspiration syringe pump causing the aspiration tubing to pop off the bsv (blood sample valve) at the blood detector and leak. The fse replaced the aspiration probe and the aspiration syringe pump to resolve the leak. Identified failure modes: can be attributed to a partially clogged aspiration probe which caused aspiration tubing at the bsv to pop off and leak. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results due to incomplete aspiration of whole blood sample. Aspiration error detection algorithm attaches "p" to the parameter test result, providing an error condition to the operator. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).